Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. The patient reported that they were having an MRI of their brain which was not related to their infusion system or therapy, and they were wondering if they could have it. The agent reviewed and redirected the patient to their healthcare provider. During the call, the patient stated that since implant they had been having issues getting the ptm (personal therapy manager) to connect to the pump when they were trying to bolus. The patient stated that the connection would lag at 80 or 90% and then they would move the communicator around until it finally went through. The agent reviewed the reported lag and general use, and recommended they not move the communicator because then the handset had to recalibrate. While on the call, the agent had the patient toggle off power saving mode, mobile data, and had the patient restart the handset after which the patient was able to connect to the pump quickly on the call. Per the patient, their first handset was much quicker. During the call, the patient also stated that ¿the reports are all messed up.¿ they stated one of the reports was showing they were requesting a bolus "like every 15 min" and they had not.